Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The pulleys exhibited no damage. The housing was removed from the back end, no damage was observed. The root cause of frayed - distal instrument grip cables is attributed to a component failure. No images or video were submitted for review. A review of the instrument log for the mega suturecut (part #471309-15 / batch/lot #n11201027 0008) associated with this event has been performed. Per logs, the mega suture cut was last used on (B)(6) 2022 on system (B)(4). The instrument had 4 remaining usable lives with no subsequent use recorded. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that at the start of a da vinci assisted inguinal hernia ¿ unilateral surgical procedure, the mega suturecut needle driver instrument cable snapped and had to be replaced with another instrument. There was no report of fragment fell inside the patient. The procedure was completed with less than 15 minutes delay and no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.